Event description:
Customer reported that the device started working although they just put it on the desk and it didn¿t stop until they pull out the battery. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, no failure was found. The device was returned to the customer on (B)(4) 2013. Placeholder.